Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 249 mg/dl and the sensor glucose was 60 mg/dl at the time of the incident. Customer calibrated with blood glucose of 249 mg/dl and got an alert calibration not accepted. The sensor was reading low but blood glucose was 177 mg/dl, then rose to 351 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. Customer's blood glucose was 275 mg/dl at the time of call. The sensor will not be returned for analysis.